Manufacturer narrative:
(B)(4) nine cryo2 devices with lot# 98420 were returned for evaluation. Three of the devices were visually inspected and the complaint was confirmed. A formal investigation has been opened to determine root cause.

Event description:
It was reported on (B)(6) 2020 that the customer rejected 1 cryo2 device for damage to the internal packaging. The damage was found during inspection prior to any procedure and there was no patient involvement.